Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity warning due to increased counts to the sensing integrity counter (sic), high rate non-sustained episodes as well as oversensing and noise. Furthermore, undefined high impedance values were noted on the rv lead. The lead was suspected to have fractured. The lead was programmed off and a lead explant was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.